Event description:
It was reported to philips that the system was unable to turn on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer went onsite and confirmed that the system was functioning without any malfunction. The philips engineer enhanced the function of transmitting parameter images from iar (image acquisition and reconstruction) to dsag(digital subtraction angiography), to address the reported issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where there is no product malfunction is deemed as not reportable. The codes have been updated based on the investigation's outcome.